Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 1.0 cm from the hub underneath the hypo-tube at the beginning of the spiral cut strain relief. Conclusion: the complaint has been evaluated. The complaint indicates that the 5maxace catheter was damaged in the proximal region. It also states that during use, the operator noticed a leak in the proximal end. Evaluation of the returned device revealed a kink approximately 1.0 cm from the hub underneath the hypo-tube at the beginning of the spiral cut strain relief. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may fracture in this location. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure the penumbra system 5max ace reperfusion catheter was damaged in the proximal region. The physician attempted to use the catheter; however, there was a leak. Another catheter was used to complete the procedure.